Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the instrument stopped working. They couldn't stay in coelioscopy mode; they had to work in open surgery. No add'l info was obtained following several attempts.